Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery at l4-l5 due to stenosis. On an unknown date, post-op, the cage backed out inside the patient. Lower limb pain occurred as a result of this event. Hence, a revision surgery was performed, in which cage removal and screw replacement on the left of l4-l5 was performed. Reportedly, the doctor was trying to use a cage larger than 11mm during the initial surgery but there were no cages with that size, so the cage of 11mm was used instead.